Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent a laparoscopic assisted vaginal hysterectomy with laparoscopic retropubic urethropexy with cystoscopy/burch, with bard flat mesh. Operative dictation notes "approximately 1cm distal and 1cm lateral to the urethra, allowing us to use an endotak and a 2 x 6cm prolene mesh which was fixed, bilaterally, in the endopelvic fascia and this was done without incident." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Addendum to the previous information. Additional information was provided from the patient's attorney. It is alleged the patient experienced pain, urinary problems, dyspareunia, bowel problems and dyspareunia. No additional medical records have been provided. There has been no change to the conclusion of this file. As was previously reported no definitive conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
As was previously reported: on (B)(6) 2006 - the patient underwent a laparoscopic assisted vaginal hysterectomy with laparoscopic retropubic urethropexy with cystoscopy/burch, with bard flat mesh. Operative dictation notes "approximately 1 cm distal and 1 cm lateral to the urethra, allowing us to use an endotak and a 2 x 6 cm prolene mesh which was fixed, bilaterally, in the endopelvic fascia and this was done without incident." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum to the previous information provided due to additional information provided from the patient's attorney: additional information received which alleged the patient experienced pain, prolapse, urinary problems, bowel problems and dyspareunia.